Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in the capture threshold was observed on the left ventricular lead. Diagnostic imaging confirmed lead dislodgement. The lead was explanted and replaced successfully. The patient was in stable condition.¿